Event description:
It was reported that: patient is reporting having pain in her hip.

Manufacturer narrative:
Additional information has been requested and of received, will be provided in a supplemental report.